Manufacturer narrative:
The returned gas module was initially tested on 11/6/07 with no faults found and a no MDR decision was taken. During an additional investigation that started on 2/28/08 the reported fault could be reproduced. The investigation is still ongoing and the root cause of the event has not yet been determined.